Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 20.2 mmol/l; cause was due to battery gauge fluctuating resulting in pump shutdown. Customer received low power alert and shutdown alarm. Customer delivered a correction bolus via pump to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.